Manufacturer narrative:
Further investigation of the autopulse platform (sn: (B)(6) was performed at zoll san jose. Based on the investigation findings, the root cause for the fault code 16 was due to a slipped bushing on the drive train motor, which caused the autopulse platform to not achieve the target depth for take-up within the specified time. The probable cause for the reported issue could be due to normal wear and tear, as the autopulse platform is almost 10 years old, well beyond its expected service life of 5 years. The defective drivetrain motor was replaced to address the fault code 16 error message. The autopulse platform passed the functional testing without any fault or error. During further functional testing, unrelated to the reported complaint, it was noted that the infrared (ir) port of the processor board was defective, most likely as a result of normal wear and tear of the autopulse platform. The processor board pca assembly was replaced to remedy the issue. In addition, it was noted that the power distribution board (pdb) was outdated, and therefore, it was replaced. Following service, including the replacement of the top cover, as well as the front and bottom enclosures, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) stopped compressions and an unknown user advisory (ua) was displayed. The user replaced the battery and re-started the platform multiple times, but was unsuccessful." Was confirmed during the archive data review. The archive showed user advisory (ua) 18 (max take-up revolution exceeded), user advisory (ua) 02 (compression tracking error), and fault code 16 (timeout moving to take-up position) error messages to have occurred on the reported complaint date. The error messages could not be replicated during the functional testing. The probable cause for ua18 could be due to no weight on the platform or opened lifeband, likely caused by user error. The probable cause for ua02 could be due to opened or twisted lifeband, most likely attributed to user error. Fault code 16 occurs when the lifeband is not securely closed, likely caused by user error or due to the brake gap being too narrow as a result of normal use of the device. Also, fault code 16 could happen due to defective drive train or corroded brake caused by high humidity, as a result of normal wear and tear and/or user mishandling. The autopulse platform was manufactured in july 2010, and it is almost 10 years old, well beyond its expected service life of 5 years. During visual inspection of the returned platform, a large crack was observed on the top cover. In addition, severe breakage with missing screws was observed on the front enclosure. Moreover, bottom enclosure was observed severely broken and chipped. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristic of harsh impact due to user mishandling. Initial functional testing failed due to the autopulse platform displayed intermittent ua45 (driveshaft not at "home" position after power-on/restart) upon powering up, unrelated to the reported complaint. The probable cause could be due to the stiff driveshaft not to be at "home position" due to sticky encoder driveshaft clutch area. The observed ua45 was cleared during device evaluation. User advisory is a clearable error message, and ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. During further functional testing, unrelated to the reported complaint, it was noted that the interior of the platform was covered with dried liquid-like substance. In addition, the drive train assembly, including the gearbox, the clutch, and the cooling fan looked dirty and rusted. The root cause for the observed contamination inside the platform is due to user mishandling and lack of maintenance. No documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform. The archive data review showed multiple occurrences of fault code 16 (timeout moving to take-up position) and ua18 (max take-up revolution exceeded) to have occurred on the reported complaint date upon powering up the platform. Based on the archive, the user managed to clear the error messages, and the platform performed two sets of 20 compressions, and then, it stopped again due user advisory (ua) 02 (compression tracking error). The user changed the battery, and then, the platform displayed ua18 and ua16 again; thus, confirming the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Fault code 16 error message alerts the operator that the autopulse did not achieve the target depth for take-up within the specified time. Clear the fault code by pressing the restart button. User advisory 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. User advisory 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. Due to dirt and contamination (dried liquid-like substance) found inside of the platform, it was recommended to the customer to scrap the platform instead of performing service/repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During training, the autopulse platform (sn: (B)(4)) stopped compressions after about 20 seconds, the screen went blank and an unknown user advisory (ua) was displayed. The user replaced the battery and re-started the platform multiple times, but was unsuccessful and the platform shut off on the re-start. The user could not recall the ua codes displayed on the platform. No patient involvement. Per archive data review, the unknown error messages observed by the user were fault code 16 (timeout moving to take-up position), user advisory (ua) 18 (max take-up revolution exceeded), and user advisory (ua) 02 (compression tracking error).